Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted / explanted. (B)(6). Subject device has been received and is currently in process of evaluation. A review of the device history records has been requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event from (B)(6) as follow: it was reported that on (B)(6) 2016, patient underwent planned removal of a cortical screw from a plate in preparation for a total hip replacement. Screw was being removed due to arthritis. While attempting to remove a screw the screwdriver shaft fractured. Part of the shaft remains in the handle, and the remainder is available for return. No parts have fallen in patient. There was a minimally delay to surgery time but unknown how long. Patient outcome is not compromised in any way as a result of this incident. No adverse event reported. Concomitant part reported: one (1) large handle w/quick-coupling part # 311.431, lot # unknown. This report is for one (1) 4.0mm hex screwdriver shaft 100mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing site: bettlach. Manufacturing date: january 20, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser marking was readable. Traces of repeated use were visible at the hexagonal tip of the instrument. The coupling part of the screwdriver shaft was completely broken. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The relevant parameters and dimensions for the issue (hardness and diameter of the shaft) were measured, and fulfill the specifications. The raw material certificates of the component were checked. The raw material certificates checked show that the used raw material fulfilled the specifications. Based on the fact, that the screwdriver shaft was returned in a broken status, the complaint is rated as confirmed. Since all measured parameter and dimensions fulfill the requirements and furthermore no issues were found with the DHR or the used raw material, the complaint is rated as not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.